Manufacturer narrative:
(B)(4). Info not provided by user facility.

Event description:
It was reported that when the device was used during a lobectomy procedure, there was abnormal noise and staples malformed. The doctor clamped the pulmonary vein before releasing the jaw, so there was not bleeding. After release, cartridge came off from the jaw and the staple drive came off from the cartridge. There was no reported pt consequence.